Manufacturer narrative:
The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was sitting an angle causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced and relocated.